Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal electrode of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Set screw marks are in correct location on pin. Distal end of the lead was cut off. Part of the sleevehead and helix are cut off.

Event description:
It was reported that the right ventricular (rv) lead was being explanted due to unstable thresholds and periods of no capture. The patient experienced chest pain and trouble breathing during the night. It was determined that the patient had a perforation. There was a suspected rv lead connection issue and the implantable pulse generator (ipg) exhibited pacing problems. The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.